Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 3 of 4 of pd treatment . During pd treatment the patient said there was an alarm that indicated that air was detected in the cassette as well as a warning of draining slowly/drain complication. The patient was advised by tech services to cancel treatment. A new cycler was issued to the patient. When the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did not do manual treatments, but went to the clinic to do a treatment the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 3 of 4 of pd treatment . During pd treatment the patient said there was an alarm that indicated that air was detected in the cassette as well as a warning of draining slowly/drain complication. The patient was advised by tech services to cancel treatment. A new cycler was issued to the patient. When the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did not do manual treatments, but went to the clinic to do a treatment the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected data: a.6. Patient's ethnicity is unknown; d.10.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during drain 3 of 4 of pd treatment . During pd treatment the patient said there was an alarm that indicated that air was detected in the cassette as well as a warning of draining slowly/drain complication. The patient was advised by tech services to cancel treatment. A new cycler was issued to the patient. When the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient did not do manual treatments, but went to the clinic to do a treatment the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., g.1., h.2. The device was returned to the manufacturer and a physical evaluation was performed. The sample was received with original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a damage in the film was found, that could be caused from friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU (instructions for use) of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection ¿. A device history record review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation.